Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B93874) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: 6 -coils right, 5 -coils left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: benign weakly proliferative endometrium, myometrium with marked adenomyosis, cervix with patchy superficial mucosal erosions and moderate acute and chronic inflammation. Bilateral fallopian tubes with benign paratubal cysts, but no other diagnostic abnormality. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B93874) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervix inflammation and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic-assisted total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: 6 -coils right, 5 -coils left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: benign weakly proliferative endometrium, myometrium with marked adenomyosis, cervix with patchy superficial mucosal erosions and moderate acute and chronic inflammation. Bilateral fallopian tubes with benign paratubal cysts, but no other diagnostic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.